Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by investigation. The sample submitted was initially visually inspected. At that time a large crack is clearly seen on the body of the filter. The infusion set was then primed and checked for leakage. There was leakage noticed coming from the crack location on the filter. No further cracks, air-in-line or occlusions issues were identified with the sample. A device history record review for model 2432-0007 lot number 21025604 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue could not be fully determined. The large crack in the filter may have been caused by an external force exerted on the filter or a defect in manufacturing of the filter. The root cause for the issue seen in this complaint is that the crack had been caused by a misalignment at the marriage station during manufacturing. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - leak with lot #21025604 regarding item #2423-0007. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced device damage while still considered operable. The following information was provided by the initial reporter: during handoff, the oncoming nurse and I checked the uvc line and noticed the tpn filter was leaking onto the ground. Assessed further and realized a crack on the filter causing the leak. Notified the practitioner and charge nurse. Nnp ordered glucose check, piv and fluids. Mom at bedside and aware of situation. Nch event number: (B)(4). Product information: product manufacturer: bd. Type of device: 1.2micron filter tubing. Product ref #: 2432-0007. Lot number: (10)21025604. Expiration date: unavailable. Product available for return to vendor?: yes. Event information: date of occurrence: (B)(6) 2021 @1900. Was there patient harm reported?: yes, patient was unable to receive entire dose of tpn and also had to receive an additional needle procedure for piv placement. Event details: during handoff, the oncoming nurse and I checked the uvc line and noticed the tpn filter was leaking onto the ground. Assessed further and realized a crack on the filter causing the leak. Notified the practitioner and charge nurse. Nnp ordered glucose check, piv and fluids. Mom at bedside and aware of situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced device damage while still considered operable. The following information was provided by the initial reporter: during handoff, the oncoming nurse and I checked the uvc line and noticed the tpn filter was leaking onto the ground. Assessed further and realized a crack on the filter causing the leak. Notified the practitioner and charge nurse. Nnp ordered glucose check, piv and fluids. Mom at bedside and aware of situation. Nch event number: (B)(4). Product information: product manufacturer: bd, type of device: 1.2micron filter tubing, product ref #: (B)(4), lot number: (10)21025604, expiration date: unavailable. Product available for return to vendor?: yes. Event information: date of occurrence: (B)(6) 2021 @1900. Was there patient harm reported?: yes, patient was unable to receive entire dose of tpn and also had to receive an additional needle procedure for piv placement. Event details: during handoff, the oncoming nurse and I checked the uvc line and noticed the tpn filter was leaking onto the ground. Assessed further and realized a crack on the filter causing the leak. Notified the practitioner and charge nurse. Nnp ordered glucose check, piv and fluids. Mom at bedside and aware of situation.